Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Device product code - ni. Expiration date ¿ ni. Date implanted - ni. Manufacture date ¿ ni.

Event description:
Patient underwent a hip revision procedure approximately 27 years post-implantation due to poly wear. The cup, liner, and head were removed and replaced.